Event description:
Covidien received a report where it was claimed that a child "coded and was moved to ICU". The reporter claimed that the central station and the pulse oximeter did not alarm. Further trouble shooting revealed that the volume on the pulse oximeter had been set to off on the monitor setup.

Manufacturer narrative:
Troubleshooting between covidien technical support and the reporter revealed that the pulse oximeter alarms had been set to off on the monitor setup; therefore, audible alarms were not heard on the central station or the pulse oximeter. There is no product returning to covidien for investigation, however, a covidien technical support employee performed a trend memory download at the hospital. A supplemental report will be provided with the trend memory analysis.